Event description:
Customer filed user facility MDR with following description: "coherent laser pretesting completed. Laser was warmed up and functional. When physicians were about to use laser, it shut down by itself. Attempts to re-start were unsuccessful. Clinical engineering checked and will repair. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)" Coherent inc received a copy of the user facility MDR report on 1/14/2005 and forwarded it to lumenis where it was received on 1/18/2005 and a safety investigation was opened.

Manufacturer narrative:
Lumenis fse visited on 12/14/2005 to check the unit. The emergency off button had engaged during the procedure. Fse determined that unit did not start from the keyswitch on and that emergency stop switch was stuck in the down postion. Fse found sticky material behind the button and repaired (cleaned) the button. Fse demonstrated unit to customer staff following the service provided. Root cause of this incident was poor maintenance (failure to maintain the unit controls in a clean condition). No further problems with laser per teleconference with customer biomed department on 02/08/2005.